Event description:
Infusion was settled at 2:00pm. The stop cock and assembly line was purged with physiological serum. At 10:00pm, a high quantity of air bubbles inside the tubing near the patient was observed. Patient saturation was at 93% and resulted in an air embolism.

Manufacturer narrative:
The end user for the product involved is aphp st. Louis. The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).